Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer; however, the investigation is still ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported that information was received alleging that a ventilator inoperative condition occurred. There was no harm or injury reported. The device was returned and evaluated by the manufacturer. The complaint allegation was confirmed. The system board, internal battery, and detachable battery will be replaced to address the reported issue. The blower assembly, blower bellows, blower mount, blower chassis plate, blower cap, machine flow sensor, tubing-fio2, tubing-system board, tubing-blower chassis, tubing-low flow o2, and muffler assembly will need to be replaced due to contamination, which is not related to the malfunction/issue.